Event description:
There was a crack in the uni-fiber and the doctor burned himself on the palm of his hand. It did heal and no permanent mark left.

Manufacturer narrative:
Reviewed the DHR for this device and found no out of specifications condition. Have contacted the customer in an effort to have the device returned for a full eval.